Manufacturer narrative:
(B)(4)

Event description:
The patient felt the vibratory alert and the following day the device was interrogated, revealing the device had reached eri prematurely. The device was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
The report of premature battery depletion was confirmed. Bench testing was performed, and no sources of high current were noted. Further analysis identified lithium clusters; however, the cause of the premature battery depletion could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.